Event description:
The customer reported false negative reactions of seraclone anti-k with a kell heterozygous cell from reagent red blood cells of a competitor. The customer had sent us the allegedly defective sample and the affected competitor's reagent red blood cells. Both were rested and reacted correctly positive. The allegedly defective sample was tested with further k+k+ red cells of donors and commercially available panel cells. All positive reactions were correct and unambiguous positive. We did not observe any false negative reactions. Testing of our quality control laboratory confirmed the correct function of the affected lot of seraclone anti-k. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product.

Manufacturer narrative:
Stn# 125230.